Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. The customer reported having issues with four sensors that did not flash while connected to the transmitter. The customer states taking off and the electrode remained in the belly. The customer did not troubleshoot the issue. The sensor will not be returned for analysis.